Event description:
Patient called lfs on 9/4/03 alleging their meter's test strip port was damaged and would not allow a test strip to be inserted into the meter. The patient reported experiencing symptoms of weakness when attempting to test on their mater. Pt reported that the paramedics were called and that pt was taken to the hospital for treatment. The issue with the meter was not resolved. No further information has been provided. This case is being reported as a medical malfunction because the patient was already experiencing symptoms when trying to test, therefore the meter did not cause or contribute to a serious injury. It would have also been helpful to know what the patient's blood sugar level was at the hospital. A letter has been sent as a second attempt to obtain more clinical information.